Event description:
It was reported that on 22 may 2024, a 22mm amplatzer amulet left atrial appendage occluder was implanted in a patient using a 12f amplatzer amulet delivery sheath. 90 day transesophageal echocardiography (tee) follow-up showed a thrombus in the gutter between the device and the wall of the appendage. It is unknown if intervention was performed. The patient is stable,

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record (DHR) for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information received, a root cause of the reported patient device interaction problem with thrombus could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.